Manufacturer narrative:
According to the information received, the device was not providing benefit to the patient due to a post-operative active electrode migration out of cochlea as confirmed by diagnostic imaging. Additionally, it is reported that one electrode was left extra-cochlear at initial implantation and received in situ measurements show another channel to be disabled due to non auditory perception. A revision surgery to reinsert the electrode array was performed. The insertion was successful and the concerned device remains implanted and in use. This is a combined initial and final report.

Event description:
An x-ray performed on (B)(6) 2017, shows only 5 intra-cochlear channels. A migration of the electrode was suspected. A pre-implant CT and MRI show the cochlea to be normal. A revision surgery was performed on (B)(6) 2017. The insertion was successful. Implant registration card states that only channel 12 was left out of cochlea at first implantation.